Event description:
The episode occurred on a pt after a discectomy. Post-operatively, there was an episode of an acute fibrinolysis requiring a return of the pt to surgery because of an hematoma and for pharmacological compensation (pfc, fibrinogen). They could not detect or identify the caus of this fibrinolysis episode which was on the other hand totally regressive after surgical and drug treatment. No unusual drug therapy regressive after surgical and drug treatment. No unusual drug thereapy was administered to the pt as far as the anesthesiology point of view is concerned. Adcon-l was administered in situ by the surgeon. A conversation with the doctor revealed the folowing: the pt developed a very hematoma one hour folowing surgery with adcon-l. The pt was re-operated within 1.5 hours of the surgery. At reoperation the doctor saw nothing unusual. He cauterized some bleeding vessels and washed out the wound. The pt was discahrged without further sequelae. He cauterized some bleeding vessels and washed out the wound . The pt was discharged without further sequelae. The doctor saw the pt at one-week following surgery and the pt continued to do well. The doctor believes this is isoled and has hand no further problems with adcon.

Event description:
On 08/2001 gliatech rec'd an email from reporter, vice administration finances of sulzer orthopedic, their french distributor stating that "reporter received the declaration of materiovigilancy (incident declaration to their regulatory authority) to afssaps (govermmental health authority)". This declaration will be sent by the french authority to the FDA. He stated that the incident occurred at the on overseas hospital where a pt had an infection, but they were not certain if it was related to adcon-l. After repetitive inquiry no further info was obtained from reporter.